Event description:
It has been reported "the customer has initiated legal action due to the growing mechanism in their proximal tibial replacement not extending".

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Reported event: an event regarding seizing involving a mig, proximal tibial replacement, extension mechanism was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: "this case concerns a child who underwent a distal femoral and proximal tibial replacement with an expandable custom implant. It was determined that more length was needed and an attempt was made but the extension mechanism did not deploy. Apparently, the patient wants to sue because it did not deploy. I can confirm that this patient had a tumor type prosthesis implanted since I was able to review the x-rays. I cannot determine the root cause of the inability to deploy for certain. Causes would be multifactorial including some type of mechanical failure of the implant. Also of concern is that the alignment of this implant does not appear to be satisfactory and that the implant may well be loose. Because of the poor alignment, that certainly could put abnormal stress on the implant itself which could cause the possibility of interfering with the mechanism of deployment. When the implant is replaced, the explanted implant should be submitted to stryker engineers for complete examination and evaluation. [...] Based upon the additional medical records provided on november 21, 2023, there is some evidence that the implant could have been loose, based upon the dentate lines and the shift in the femoral implant with contact of the medial cortex of the femur. If the implant was loose, that could negatively impact the expansion mechanism. In my opinion constant micromotion, especially in an active 8 year old patient could be a cause of expansion mechanism dysfunction." -device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the growth mechanism of the tumor prosthesis could not be released. A review of the provided medical records by a clinical consultant indicated: "this case concerns a child who underwent a distal femoral and proximal tibial replacement with an expandable custom implant. It was determined that more length was needed and an attempt was made but the extension mechanism did not deploy. Apparently, the patient wants to sue because it did not deploy. I can confirm that this patient had a tumor type prosthesis implanted since I was able to review the x-rays. I cannot determine the root cause of the inability to deploy for certain. Causes would be multifactorial including some type of mechanical failure of the implant. Also of concern is that the alignment of this implant does not appear to be satisfactory and that the implant may well be loose. Because of the poor alignment, that certainly could put abnormal stress on the implant itself which could cause the possibility of interfering with the mechanism of deployment. When the implant is replaced, the explanted implant should be submitted to stryker engineers for complete examination and evaluation. [...] Based upon the additional medical records provided on november 21, 2023, there is some evidence that the implant could have been loose, based upon the dentate lines and the shift in the femoral implant with contact of the medial cortex of the femur. If the implant was loose, that could negatively impact the expansion mechanism. In my opinion constant micromotion, especially in an active 8 year old patient could be a cause of expansion mechanism dysfunction." If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It has been reported "the customer has initiated legal action due to the growing mechanism in their proximal tibial replacement not extending".